Event description:
It was reported that during unpacking for a diagnostic procedure, the tip of the catheter detached. The intended lesion location was not specified. Upon removal of the expo guide catheter from its packaging, it was noted that the tip was missing. The tip of the catheter was found in the packaging, and it looked like the tip had become "unglued." There was no patient contact.